Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3389s-40, lot# v096181, implanted: (B)(6) 2008, product type: lead; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 3389s-40, lot# v094223, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had been doing well, therapy was normal and remained unchanged except for when they felt periods of a strong feeling/surge of current with muscle stimulation in face and left hand. Caller was unable to reprogram. The patient was seen in the office of the hcp the week prior, and that was where the troubleshooting happened as the caller was not with the patient at the time of the call. Caller stated the patient was in a motor vehicle accident last year and possibly in the fall and had sternal injury but patient had been fine after that up until a few weeks ago. The caller indicated that the patient didn't report any recent falls/trauma. Impedances were tested and the following impedance results were reported: right stn ¿ bat 2.97v c+ 2- 3.7v, 90 pw, 160 rate, 2027 ohms, 1.8 ma (therapy impedance was checked twice and was similar both times) c-0 was 2341 ohms upon first measurement but upon second measurement c-0 was 786. Caller indicated c-1 was 797 ohms, c-2 was 1730 but would fluctuate to 1573 between measurements and c-3 was 813 and all bipolar pairs were 1300-1700 ohms. Caller summarized that impedances fluctuated between 2000-5900 ohms in the "all results" box. Left stn - bat 2.91v all impedances were between 550-1100 ohms at 0.7v with no changes when measured at 3.0v. Caller first indicated that patient was seated for all impedance measurements but then remembered the patient may have been laying down for the last measurement. Caller had impedance measurements from previous office visits and reported the following: (B)(6) 2016 - c-0 874, c-1 781, c-2 1067, c-3 953; therapy impedance 1035 ohms, 3.1 ma; patient was programmed on c+ 2- but at slightly lower voltage that currently. (B)(6) 2017 - impedances were fine on left side (appears right side impedances were not taken) (B)(6) 2017 - everything was within normal limits on both sides. (B)(6) 2018 - impedances were fine on both sides. Reviewed the following general troubleshooting steps: caller reiterated that they couldn't recreate the surging sensation even with the patient moving in different positions. Caller stated patient programming was not changed at all and they advised the patient to keep their programmer with them at all times in case system needed to be turned off due to sensation. Caller stated the x-ray was performed of skull, neck, and chest and saw nothing conclusive. Caller mentioned they saw what they thought was likely just a shadow over the right extension/ins connector but otherwise there was ¿nothing wacky and everything else looked intact.¿ caller mentioned on the right side the connector was at the occiput but on the left side it was retro articular and a little lower which caller thought might lend itself to have issues. Caller stated they palpated the system aggressively and weren't able to recreate the surging sensation, but at one point while palpating just above the right clavicle (over the extension) patient thought the sensation might have been coming on but that was as far as it went. Caller mentioned there was a ¿sharp bend¿ at the clavicle. Caller speculated there could have been a tiny tear in the extension/lead insulation and guessed the issue may have been peripheral as opposed to in the brain due to the patient movement/activity. Patient services reviewed that there didn't appear to be an obvious issue so monitoring the patient would be appropriate at this time. It was reviewed to keep track of impedances, monitor patient¿s therapy/severity of the surging sensation and reassess situation if needed. There were no further complications reported.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-08841 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's device was malfunctioning and the healthcare provider thinks they may have had a short. Patient states her healthcare provider states there is a short circuit. Patient states the left side body is crunching up and would have this in certain positions. Last night the patient turned off stimulation and needs to know if we know about this or not. Patient states they had a seizure in face and lefty side got disconic and tight. Patient states she was scheduled to go on vacation in (B)(6). Patient further reports she also has a shocking sensation in head left side of face and vocal cords get different. Patient states she met with healthcare provider on the (B)(6) and they states impedances are wonky. Patient states she turned her device off as it was making her tired. Patient states she would lay down on side. Patient states every time move head more towards left this would occur but when going back to center everything would stop. Patient states since she turned off device her tremors are so bad and she's so tired she can barely move. Patient says she is sore everywhere from dystonia. Patient states right side ins was replaced in january and this is the side that is affected. Patient states no major falls she can think of. Patient states xrays were inconclusive. Patient states her right brain shows fluctuations on impedances however leads in brain are showing okay. Positional short circuit is what was put into the paperwork. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6)2018, product type: implantable neurostimulator, product ID: 3389s-40, lot# v096181, implanted: (B)(6)2008, product type: lead, product ID: 7482a51, serial# (B)(4), implanted: (B)(6)2008, product type: extension, product ID: 7482a51, serial# (B)(4), implanted: (B)(6)2008, product type: extension, product ID: 3389s-40, lot# v094223, implanted:(B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that they thought the issue was a short circuit on the lead based on their experience, but the patient was convinced it was an issue with the extension. The hcp reported the patient wanted to schedule a surgery to disconnect the lead and extension connection, check the lead, and then come back for additional surgery if needed. The hcp reported that the issue did not seem completely positional to them and that they performed impedance tests in different positions and saw the following results: caller indicated they took therapy impedance in all positions and results were always normal. Patient in neutral position, looking forward with arms at side: c-1, 0-1, 1-2 were high. Caller later indicated 1-3 was high as well but didn't initially report this pair as high. Patient was not experiencing any tingling or physical symptoms. Patient with head turned left: c-1, 0-1, 1-2, 1-3 were high, slight tingling on left face, patient turns head left, raises arm straight above head: c-1, 0-1, 1-2, 1-3, c-2 were high. Caller mentioned tingling/symptoms were worse when patient was lying down but impedance measurements were the same as those mentioned above. The hcp reported that the impedance during the neutral position test were c-1 (4844), 0-1 (4505), 1-2 (6256), 1-3 (6534). The hcp reported they palpated along the system when the patient was in a neutral position and could not elicit any symptoms, but did not palpate the system when the patient's head was turned. The hcp reported that the patient stated the issue started when they were lying down stretching with their left arm above their head on (B)(6)2018 and it felt like they had a stroke with tingling and numbness on the side of their face. The hcp reported that when the patient lowered their hand the symptoms stopped. No further patient complications have been reported as a result of this event.